Manufacturer narrative:
H3: product analysis found that, the device, packaging tray, and an open pouch were returned in the packaging carton. There was no damage noted to the packaging carton and the pouch was open from 3 of 4 sides when returned. Upon return, it was observed that the harness was cut off. There was an orange sticky tape wrapped around the tube near the clamp shell. There were traces of voids observed in all 4 trace pads. The device was in damaged condition upon return, and it was not possible to perform functional testing. Emg endotracheal tube testing was not possible due to damaged condition of the device upon return and therefore, the complaint could not be substantiated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyriod surgery, the first tube they used worked initially then in the middle of the cases one side completely stopped working. They did a lot of trouble shooting between if it was the nim unit or the tube. And figured out it wasn¿t the machine and it was the et tube. Reintubated with another tube and then the cuff blew immediately on that tube. Third tube worked fine and finished the case without incident. There was no patient injury.

Manufacturer narrative:
H6: the previously applied fdc d16 code is no longer applied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.